Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pulled back and had high thresholds. The lead was revised, advanced and thresholds were checked to be good. The lead remains in use. No patient complications have been reported as a result of this event.